Manufacturer narrative:
Unit alarmed unexpected restart error after battery change and resets time/date to factory default due to a voltage leak at interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart. The customer¿s blood glucose level was 15 mmol/l. The customer stated that the pump had alarmed unexpected restart . The customer advised the pump needs to be replaced. The insulin pump will be returned for analysis.